Manufacturer narrative:
H3: one device was received for analysis. Service history review found no previous repairs within the last 12 months. The device was inspected; however, no abnormalities were identified. The customer issue was not confirmed through the operation test, and the root cause of the reported problem was suspected to be due to a usage environment. The occlusion detection pressure was recalibrated a precaution to address the reported issues. The device was returned to the customer with no repair provided at the customer's request. This failure mode is consistent with the issue described under field action fa2503-03

Event description:
It was reported that there were frequent blockage alarms. The event occurred during patient use at the facility. There was patient involvement, but no patient harm reported.